Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing separated from the adapter while using the bd saf-t-intima¿ IV catheter safety system. This event occurred 2 times. The following information was provided by the initial reporter, translated from french: "dislodged the blue portion of the subcutaneous infusion set tubing when attempting to fit a cap to the distal end of the tubing (opposite the needle)."

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of luer-lok collar breakage were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the tubing separated from the adapter while using the bd saf-t-intima¿ IV catheter safety system. This event occurred 2 times. The following information was provided by the initial reporter, translated from french: "dislodged the blue portion of the subcutaneous infusion set tubing when attempting to fit a cap to the distal end of the tubing (opposite the needle)."